Manufacturer narrative:
B1: adverse event/product problem: updated to malfunction . B2: outcomes attrib to adv event: updated to not applicable. B3 date of event: used the first day of the month of the bsc aware date since no event date provided. B5: describe event or problem: updated. H6: patient codes: updated- no clinical signs, symptoms or conditions.. H6: impact code updated-no health consequence or impact.

Event description:
It was reported that an adverse event occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion and an adverse delay occurred. No further patient complications were reported. The complaint was further evaluated, and another device was able to cross the lesion to complete the procedure. The reported information does not meet criteria of a serious injury

Event description:
It was reported that an adverse event occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion and an adverse delay occurred. No further patient complications were reported.

Manufacturer narrative:
B1: adverse event/product problem: updated to malfunction. B2: outcomes attrib to adv event: updated to not applicable. B3 date of event: used the first day of the month of the bsc aware date since no event date provided. H6: patient codes: updated- no clinical signs, symptoms or conditions. H6: impact code updated-no health consequence or impact.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that an adverse event occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion and an adverse delay occurred. No further patient complications were reported.